Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that the initial realize band was implanted two years ago. It is unknown how many fills the patient was give or on what dates. A year ago the patient had a port replaced due to a leak at the port. The patient had started to gain weight so the surgeon decided to explant the band and implant a new band. After the surgeon removed the initial band, the band was tested on the back table. A leak was detected where the band tubing and injection port connects. The procedure was completed with no patient consequence.